Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information. The following sections of this report have been corrected/updated: h6 (health effect - impact code and health effect - clinical code) and h10 (provide narrative/data). Additional information was received revealing the 29 mm sapien 3 valve was able to be fully deployed even though the commander delivery system balloon had burst. It was noted that there was difficulty withdrawing the delivery system. Subsequently, the balloon separated into two parts with the distal part close to the nosecone becoming inverted while an attempt was being made to retrieve the system. A piece of the balloon was noted to have remained in the 16fr esheath+. The balloon piece was able to be retrieved with the esheath+. The remaining balloon pieces and distal tip were also able to be removed from the patient. The investigation is still ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on investigation. The following sections of this report have been corrected/updated: b7 (other relevant history, including preexisting medical conditions), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into these types of events is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. The device was returned to edwards lifesciences for evaluation. Visual evaluation of the returned delivery system device revealed a balloon radial tear burst at the proximal shoulder. It was noted that the distal tip and part of the balloon had separated, and these pieces were not returned. It was confirmed that these pieces were able to be removed from the patient. The balloon spring was also observed to be slightly stretched. A device history record (DHR) review was performed, and it did not reveal any manufacturing nonconformance issues that would have contributed to the events. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the balloon burst was confirmed based on the evaluation of the returned device. The available information suggests that patient factors (calcification) likely contributed to the event as it was reported there was moderate to severe calcification in the landing zone. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via the following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In regard to the difficulty withdrawing the delivery system through the sheath, this event was also confirmed based on the evaluation of the returned device. The available information suggests procedural factors (withdrawal of burst balloon) likely contributed to the event as the distal tip and distal part of the balloon were noted to be missing from the returned device. As the balloon was burst, the altered balloon profile could have made it more susceptible to catch on the distal end of the sheath tip, which would have then led to the experienced retrieval difficulty. In regard to the distal tip and distal part of the balloon separating from the delivery system, this event was also confirmed based on the evaluation of the returned device. The available information suggests procedural factors (device manipulation) likely contributed to the event as the distal tip and distal part of the balloon were noted to be missing from the returned device. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in germany, during the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 29 mm sapien 3 valve, the balloon burst during valve implantation. After valve implantation, as the delivery system was being withdrawn, a piece of the balloon separated and remained in the 16fr esheath+. The patient outcome was noted to be successful. The commander delivery system device was returned to edwards lifesciences for evaluation. Evaluation of the returned device revealed a balloon radial tear burst at the proximal shoulder. The distal tip and part of the balloon had separated and was noted to have not been returned. The esheath+ device was also not returned.